Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4283518 180-01-50 - crown cup,cluster-hole gr.50.

Event description:
It was reported that this patient had hip a prosthetic sockets from exactech implanted approximately 8 years posts op. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head on the left and unusually large osteolysis in the acetabulum as a sign of inlay wear. This could happen when the inlay was changed on (B)(6) 2024 vitd-hardened special approved inlay (novation xle +5mm lateralized liner, group 1, 32mm i.d. As part of the replacement operation, the inlay was replaced, determination of the solid cup integrity as well as the curettage and sealing of the cysts in the cup bed using allogeneic spongiosa and changing the prosthetic head.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed from the reported information.